Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer states that the catheter kinked during insertion, and they were unable to dialyze post-insertion. This called for catheter replacement. The catheter was 19.5 cm and placed subclavian.

Manufacturer narrative:
Submit date: 7/17/2008. An investigation is currently underway upon completion the results will be forwarded.